Event description:
During a phase IV, prospective, open label, multi-center, observational and descriptive study to investigate the intradialytic change in platelet counts during hemodialysis treatments in esrd subjects maintained twice weekly hemodialysis (protocol number (B)(4)) a pt clotted her dialyzer and blood lines. The pt had to terminate treatment early. Blood loss was not reported. Blood loss for dialyzer and blood lines approximated at 100ml. The pt withdrew from the study due to this event. The outcome was resolved on 10/28/2010. The event was assessed as moderate severity and the relationship to the study was not assessed.

Manufacturer narrative:
No customer number or customer contact info was available; therefore, a search for product related to the complaint could not be performed. Additionally. Lot info was not available, so an investigation of the device mfg records was not performed. If add'l info should become available, a supplemental MDR will be filed.